Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Stated issue of ¿check IV set¿ error message was confirmed. Received on 08-jul-2025, lvp device was received unboxed and with paperwork. Unit shows ¿check IV set¿ message when connected to a test pcu. Error 240.4150 was observed during the rate accuracy test on asm and on the error logs. The upper pressure sensor was replaced with a test pressure sensor, and the stated failure was resolved. Defective material from supplier. Device to be returned to san diego repair center for service supervisor determination if unit will be sent through normal processing or scrapped. Recommend bd san diego repair center replace faulty upper pressure sensor. Failure investigation report attached to salesforce. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii), the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had check IV set error. There was no patient involvement.